Event description:
It was reported during bench evaluation, the device had no audio. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A visual inspection of the device identified the speaker was defective. The speaker was replaced with a foxlink d speaker. The device remains at the customer site.